Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency room due to high blood glucose, urinary tract infection and diabetic ketoacidosis on (B)(6) 2019 with blood glucose level was above 526 mg/dl. The customer was assisted with troubleshooting declined for high blood glucose. The customer was treated with intravenous insulin and then subcutaneous insulin for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer stated that the caller primed the tubing halfway and wanted to know how completely fill it and saw a bubble in the reservoir. Customer stated that approximate size of air bubbles was bigger than a carbonation sized bubble. Customer stated location of air bubble was reservoir. The insulin pump as well as reservoir will not be returned for analysis.